Event description:
The customer observed a false positive rubella igg result for a pregnant patient while using the architect i2000sr analyzer. The customer provided the following results (iu/ml): ((B)(6) 2012) initial: 17.1 (positive), ((B)(6) 2012) retest 4.2 (negative). No additional patient information was provided. No impact to patient management was documented.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, troubleshooting of the instrument, a search for similar complaints, and a review of labeling. Abbott field service replaced a leaking wash zone manifold. A malfunction of the wash zone manifold was identified which required replacing the manifold to resolve the issue. Tracking and trending did not identify any non-statistical or adverse trends related to the wash zone manifold. Current labeling provides troubleshooting assistance and identifies issues with the wash zone as a potential source of error. Abbott customer support made the customer aware of the grayzone on the analyzer, so it could be configured to flag grayzone results. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74 was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.